Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical test and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance. The lead was not used and replaced. The patient was in stable condition.